Event description:
The operator was moving the c-arm to a different position. While the c-arm was moving the lower end of the x-ray tube side was against the radiation shiled. The operator had her hand beside the tube. The radiation shield mounting bracket jammed her finger into the tube. There was enough force to break her finger.

Manufacturer narrative:
The operator used the controls to move the c-arm against the lead apron. It is the operator's responsibility to determine if it is safe to move the c-arm as stated in the operator's manual.